Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a "check again in 10 minutes" error message was received with the adc device and as a result, the customer was unable to obtain sensor readings. The customer further reported being unable to stand due to a low glucose result of 48 mg/dl that was obtained via finger stick. The customer was provided glucagon and apple juice by a healthcare professional and no information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that a "check again in 10 minutes" error message was received with the adc device and as a result, the customer was unable to obtain sensor readings. The customer further reported being unable to stand due to a low glucose result of 48 mg/dl that was obtained via finger stick. The customer was provided glucagon and apple juice by a healthcare professional and no information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a "check again in 10 minutes" error message was received with the adc device and as a result, the customer was unable to obtain sensor readings. The customer further reported being unable to stand due to a low glucose result of 48 mg/dl that was obtained via finger stick. The customer was provided glucagon and apple juice by a healthcare professional and no information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10(addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.